Manufacturer narrative:
Corrected data: h6- health effect- impact code (f): 2199 to 4628- previous code not applicable. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The reporter stated " after implantation, the lens rotated twice". It is unclear whether the lens rotated twice or the rotated lens, was repositioned and rotated again. The lens remains implanted with planned replacement. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.